Event description:
It was reported that during generator change procedure, the right ventricular lead was connected to the new ICD and all measurements were normal. After the device was placed into the pocket; noise, low impedance, undersensing and failure to capture were observed on the lead. Upon review, lead dislodgment was observed. It is suspected to be caused by pulling the lead out while placing the ICD into the pocket. The lead was capped and replaced on (B)(6) 2017. Patient was always in good condition.